Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: ¿ please describe the sterile packaging: ¿ were there any issues with the seal of the sterile packaging? ¿ was the sterility of the device compromised? - it has a 1cm+ hole in the inner packaging in the peel off cover. Outer box had no sign of damage. Sterility was obviously compromised. H3 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that strap25 device was returned inside it's original packaging. Upon visual inspection, it was observed that the pouch packaging was damaged; it was noted to have a hole, the hole was noted to be from the outside in. The sterility was compromised. All ethicon product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned device. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and absorbable straps were used. The device was opened for a case, when removing the inner packaging form, the box it was noted there was a large puncture hole in the outer packaging of the inner pack, outer box had no sign of damage. There was no delay and no adverse patient consequences. Additional information was requested.